Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device could not be interrogated. The ECG showed ddd pacing. A few days previous, the device was in the back-up mode.